Event description:
It was reported to philips that during a procedure, a strong burning smell filled the room. The system continued to operate; however the images did not appear on the monitors, resulting in the procedure being aborted. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.